Manufacturer narrative:
Additional information: d4(expiration date and lot number was changed from d6g3214y to unknown), g2, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent left patellar tendon rupture repair plus left tibial tubercle fracture open reduction and internal fixation. Routine disinfection and draping of the left knee, expelled blood. The periosteum of the middle and upper part of the left tibia and a small amount of the anterior tibialis muscle were torn, the fracture ends and tibial tendons were cleaned. A 4.5mm polyether ether ketone suture anchor staple was inserted respectively at 1 cm proximal to the epiphyseal line on both sides of the tibial tubercle. Four strands of suture were passed through the tendon-bone junction of the distal patellar tendon. The proximal tibial bone fragment and the tibial tubercle bone fragment were repositioned, and two hollow screw guide pins were used for temporary fixation. The position of the bone fragment was good under fluoroscopy. Two 4.5 x50 hollow screws were drilled and screwed in. The white high-strength line of the anchor staple was knotted and fixed, and the white-blue line was knotted as a "double pul ley", and a 5.mm polyether ether ketone suture anchor staple was inserted on the inner and outer sides of the tibia. The white-blue anchor wire was introduced into the 5.5 mm polyether ether ketone suture anchor staple and fixed on the inner and outer sides of the distal tibial tubercle, and the double-strand high-strength line knee flexed 90 degrees, performed the patellar relieve tension. The surgery was sutured with synthetic absorbable surgical sutures, which could be flexed up to 100° without tearing. The brace was fixed in the extended knee position. The surgery was smooth, the intraoperative anesthesia was good, and the intraoperative bleeding was about 50ml. The patient returned to the ward safely after the surgery. The follow-up examination was made less than a month, and it was found that the surgical incision was red and swollen. The absorbable surgical suture was removed from the incision, performed debridement, suture and changed the dressing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.